Event description:
It was reported the patient had a mini stroke and subsequent "bleen" when the lead was implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).